Event description:
Two jackson pratt drains were placed for an ilia conduit procedure. One jp drain broke off while attempting to remove it post-op. Part of the tubing reamined inside the pt. Pt returned to surgery the following day for removal of the retained jp drain. Pt transferred from surgical floor to ICU on 10/11/2002 because of deterioration of medical condition unrelated to the retained jp drain and remains hospitalized.